Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood on the balloon, shaft and hub. This is consistent with advancement of the stent delivery system (sds) into the body. The tip length met manufacturing criteria. There were multiple bends in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this instance, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. It was confirmed that the stent implant was dislodged from the balloon and was not returned. The balloon middle and proximal sections were tightly folded; however, the distal end of the balloon had opened folds, suggesting the balloon had been partially inflated. It is possible that during preparation or the attempt to cross, positive pressure was inadvertently applied to the system causing the balloon to slightly expand, partially deploying the stent. Then, during retraction of the sds, the stent dislodged in the radial artery. An attempt to retrieve the dislodged stent was unsuccessful. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. The failure to cross and stent dislodgement are likely related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex artery. After pre-dilatation, using a radial approach, the xience v stent was advanced, but could not cross due to the calcification, even with the use of a support catheter. All devices were removed from the patient, at which time the stent was observed to have dislodged in the radial artery. An attempt was made to retrieve the stent, but was unsuccessful. The stent remains in the radial artery. The procedure continued using femoral access and a stent was placed successfully to complete the procedure. There was no reported adverse patient sequela. No additional information was provided.